Manufacturer narrative:
The field service engineer (fse) found two leaks inside the instrument. The fse found holes in the tubing through pv38 and pv59. The fse replaced the tubing and verified the repairs per established procedures. The tubing through pv38 carries bleach to the blood sampling valve (bsv) module. The tubing through pv59 carries fluid from the diff mixing chamber to the waste. Blood, controls (5c controls, retic c controls), lyse, cleaning reagent (clenz) or diluent can be present at the diff mixing chamber of the instrument. The cause of the leaks is attributed to holes in the tubing through pv38 and the tubing through pv59. (B)(4).

Event description:
A customer reported that there was a leak underneath the coulter lh500 hematology analyzer. It is unknown what ppe the operating was wearing at the time of the event. There was no report of exposure to mucous membranes or open wounds, or medical attention being sought. The material safety data sheet (msds) was not reviewed, and an exposure control or risk management plan is in place at the facility. Clean up was completed following the biohazard spill protocol. There was no report of patient results being affected by this event. There was no report of death, injury or change to patient treatment as a result of this event.